Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer returned the product back for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no weak battery alarm, unexpected battery out limit alarm, off no power alert and low battery alert noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.